Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. This is one of three medwatch reports concerning the same pt for three consecutive nights of the same event.

Event description:
The peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. When she opened the cassette door she found moisture on the back of the cassette. She reported that she had contacted her pd nurse. The sample was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.